Event description:
Underdelivery report: it was reported that a pt receiving electrolyte solution through their dialysis catheter experienced an unexpected drop in their sodium and potassium levels. A sodium level of 105 meq/l (down from 145 meq/l) prompted an internal investigaiton of the electrolyte solution concentrations. There was no info available related to the patient's potassium level. The solution analysis revealed that the sodium and potassium concentrations were well below the prescribed concentrations. The customer contact states that "there was hardly any sodium or potassium in the bag". Another bag of electrolyte solution (not compounded on the reported compounder) was hung and the patient's electrolytes improved to within acceptable limits. There was no adverse event reported related to the hyponaturemia state. Though requested, there was no add'l info available.